Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 01-may-2024, it was reported that the patient stated a kinked cannula in their infusion set. One infusion set was affected. The site of insertion was the abdomen. The patient's blood glucose level at the time the issue was noticed was 400 mg/dl. The patient noticed symptoms within 3 hours of insertion. The patient has been using the product since (B)(6) 2024. The patient replaced the infusion set and successfully resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.